Event description:
In early 2008, the sales rep reported that the screw was found in the tray disassembled from the tulip head. The event was not related to pt contact.

Manufacturer narrative:
Prod was not used. Requests have been made for the return of the prod. Request has been made to obtain the prod. Eval is pending upon the return of the prod.